Event description:
It is reported that the device was implanted in 2007, and revised in late 2008. Pt began experiencing pain with hip, and the pt was revised.

Manufacturer narrative:
This report will be amended when our investigation is complete.